Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial stem, catalog #: 42532007102, lot #: 63078059. Persona articular surface, catalog #: 42522400710, lot #: 62470557. Persona femoral, catalog #: 42500006602, lot #: 62467375. Persona all poly patella, catalog #: 42540000035, lot #: 62933431. Persona 2.4mm female screw, catalog #: 42509902525, lot #: 63110246. Headless trocar drill pin, catalog #: 00590102000, lot #: 63133660. Palacos lv&g cement, catalog #: 00111914001, lot #: 76644362. Device evaluated by MFR: customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-03104, 3007963827-2019-00072, 0001822565-2019-01135. This product was previously reported on in 0001822565-2018-03106. It will now be reported on in this report. If any further information is found which would alter or change any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, swelling, and a clicking noise.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the persona knee system package insert, pain and swelling are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.